Event description:
The MFR received info alleging a ventilator was alarming. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the MFR's svc ctr, "service required" codes were found in the ventilator's downloaded error log. The device's sys board and sensor board were replaced to address the issues.